Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient had drainage and the ipg incision had opened. As such, surgical intervention was undertaken on (B)(6) 2021 for wound evaluation wherein the ipg was reseated and ipg pocket was irrigated. During the surgery infection was found. As such, patient is on oral antibiotics to address the issue.